Event description:
Customer reported a cartridge change error with their insulin pump. Blood glucose level was 7.9 mmol/l, which is within the normal range. Technical support assisted the customer through several troubleshooting steps, including inspecting the cartridge's o-ring and cleaning the pneumatic tap area, but the issue persisted as the customer could not successfully load the cartridge. Consequently, cts management approved replacing the pump, ensuring the customer would continue insulin delivery with a replacement insulin pump. Customer was informed about the need for pump replacement, and instructions for returning the problematic pump were provided.